Event description:
It was reported that the iab was inserted over a wire guide. After insertion, the clinician attempted to aspirate the central lumen but was unable to do so. As a result of this, the iab was removed and replaced. There were no associated pt complications.